Event description:
It was reported there was unacceptable thresholds and muscle stimulation on the ventricular lead. It was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.